Event description:
Per end user's son (B)(6), states that his mother fell into the rollator, causing damage to right side support frame. Mother fell and hurt her left forearm and ankle, went to ER, only bruised.